Manufacturer narrative:
Upon visual inspection, the emergency button was found to be inoperative due to the internal part not being screwed in. Liko m220 and m230 mobile lifts are easy-to-use mobile lifts primarily intended for use in nursing homes. Both models are excellent aids for daily transfers of adults and children; for instance, for transfers to and from a wheelchair, toilet and floor. The models differ in the way the base width is adjusted while both lifts feature an electric lift mechanism. Liko m230 mobile lift has an electric base and liko m220 mobile lift a manual base for opening and closing the legs. The baxter technician repaired the emergency stop button to resolve and the device was working as intended. Although there was no adverse event reported if the emergency stop button was not functional during a patient transfer it could lead to serious injury or death therefore baxter is reporting this malfunction.

Event description:
A distributor contacted technical service to report that liko m230 emergency stop button was faulty and needed to be replaced.. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.